Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to event queue overflow related to merlin@home wireless transmission. Further testing after reloading device firmware determined the device exhibited normal characteristics and was above elective replacement battery levels.

Event description:
It was reported that the patient felt phrenic nerve stimulation and presented to the hospital in back-up vvi. Due to the patient¿s dependency, the physician chose to replace the pacemaker the next day. The patient was stable during and post procedure.